Event description:
Additional information received reported that the patient was receiving effective therapy and everything was working well.

Event description:
It was reported that ¿sometime in (B)(6) 2013, the patient¿s lead was removed and an attempt to replace the lead with a percutaneous lead introducer failed in some fashion.¿ it was further noted that the patient¿s leads were explanted and a surgical paddle lead was implanted on the day of the report.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, stimulator 37711 imp, serial #(B)(4)) found its battery discharged, the device was recharged. Foreign material was found under connector module cover. Foreign material was found in connector ports. There was a cosmetic cut in access hole adhesive. Shield/can was scratched. No recharge or coupling issues were observed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2005, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 389056, lot# j0306776v, implanted: (B)(6) 2003, product type: lead. Product ID: neu_unknown. Product ID: 3550-29, product type: accessory. Product ID: neu_unknown_lead, implanted: (B)(6) 2005, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the "stimulation failed."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.